Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded out of range right ventricular (rv) intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. No undersensing was observed as a result. Review of device data also noted intermittent t-wave oversensing on the presenting electrogram (egm) that was labeled as a premature ventricular contraction (pvc). Technical services (ts) recommended review of programmed parameters to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ICD later reached explant indicator resulting in an alert in the remote home monitoring system. Review of presenting and stored electrograms (egms) noted the device exhibited atrial undersensing. The programmed atrial sensitivity was noted to be automatic gain control (agc) at 0.7 millivolts (mv). The physician was notified. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded out of range right ventricular (rv) intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. No undersensing was observed as a result. Review of device data also noted intermittent t-wave oversensing on the presenting electrogram (egm) that was labeled as a premature ventricular contraction (pvc). Technical services (ts) recommended review of programmed parameters to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.